Event description:
The patient stated they could not feel stimulation and began experiencing coughing and loss of initial efficacy from vns. The patient had x-rays of her device taken and was told there was a lead fracture. The physician stated a lead fracture was possible but was unable to definitively conclude this because of the angle of the x-ray. The patient was also recently found to have lung nodules that could be contributing to these events. Due to these reasons, the physician could not attribute the coughing, stimulation not perceived, and loss of initial efficacy to the lead fracture. The patient's vns has been disabled. Although diagnostics were previously taken and shown to be within normal limits, since the x-rays were taken and noted to have a possible lead issue, no additional diagnostics have been taken and therefore high impedance cannot be ruled out. No further relevant information has been received to date.

Event description:
Additional information received from the patient noting that they experienced an increase in seizures and stress prior to having their generator replaced.

Event description:
Further information was received reporting that increase in seizures was due to low battery and above pre-vns baseline levels. No intervention was taken for possible discontinuous lead previously reported via x-rays. No other relevant information has been received to date.

Event description:
Generator replacement was performed and no lead replacement occurred. No lead issues were visualized during surgery. Impedance after surgery was observed to be okay. No additional relevant information has been received.